Event description:
It was reported that on an unknown date, that a epic biocor tissue heart valve was implanted. Three years later, the valve was found to have regurgitation and a leaflet tear. The patient required a valve-in-valve procedure to resolve the event. That patient was discharged.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided an event of regurgitation and a leaflet tear after three years of implant was reported. It was reported that the patient required a valve-in-valve procedure to resolve the event. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date, that a epic biocor tissue heart valve was implanted. Three years later, the valve was found to have regurgitation and a leaflet tear. The patient required a valve-in-valve procedure to resolve the event. That patient was discharged.